Event description:
It was reported that during a cardiac ablation procedure with the sphere 360 catheter and pv tracker guidewire; after ablating in the right veins (first the right superior pulmonary vein and then the right inferior pulmonary vein), the physician was not able to retract the guidewire into the catheter to reposition to the left veins. The catheter was retracted from the patient with the guidewire out of the catheter, and char was observed at the catheter tip; preventing the guidewire from moving within the catheter. The catheter and guidewire were replaced. The case was completed. It was noted that during the case anticoagulation monitoring irregularity was also reported, with only two activated clotting time values documented (414 at transseptal and 344 during mapping) collected, and no further activated clotting time collected throughout the case despite activated clotting time being measured every 30 minutes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product type: guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.